Event description:
The pt has 2 leads (from the same lot) as part of her scs system. It was reported, the pt was not receiving effective stimulation. Surgical intervention was undertaken and the pt's leads were explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.